Event description:
Customer's mother called to request additional reservoirs. Caller is aware of the reservoir recall. Caller stated that customer had a leaky reservoir. The current blood glucose reading is 183 mg/dl. The leak was past the second o-ring. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.